Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. However, the insulin pump was received with minor scratches on the display window, cracked reservoir tube lip and a cracked belt clip slot.

Event description:
Customer reported experiencing high blood glucose readings despite set changes. Customer stated that his blood glucose readings are in the 300 mg/dl to 400 mg/dl range. Customer stated that he had blood glucose readings of 207 mg/dl and despite treating with 8.5 units of insulin they were still 416 mg/dl. Customer declined troubleshooting. No further information reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.